Manufacturer narrative:
Inspection of the failed pronovao2 (five years old) identified that the housing of the power cable running from the motor controller to the motor had melted. The asset was returned to the san antonio offices for evaluation. An effort to recreate the failure was conducted on both the returned device and one in the facility. When the same wires were shorted, on the second unit, the stall error was thrown, but there was no smoke generated. The motor and board were replaced in the failed unit.

Event description:
Turn medical is submitting this report regarding an incident that occurred during use of the pronova o2 therapy system in the field. On (B)(6) 2026, during a staff shift change, smoke was observed at the foot of the bed while a patient was in the prone position (this incident occurred on the second day of therapy). The bed was immediately unplugged, and the patient was removed from the device and transferred to an ICU bed. No injuries were reported, and the patient's therapy was completed without further incident. An error message was present on the user interface, although the specific alert was not documented. The device was removed from service and returned to turn medical for evaluation.